Manufacturer narrative:
(B)(4). Incorrect assembly may have caused the reported event. No revision surgery has occurred and no product has been available for eval; no root cause has been identified. Should product become available, any relevant info will be included in a f/u report. Published surgical technique depicts the appropriate orientation of the lock nut within the instrument prior to insertion. Instructions for use note the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
An xlp lateral plate assembly was reportedly implanted on or about (B)(6) 2011. At a f/u visit radiographs revealed one of two lock nuts had loosened. Spine levels and add'l details regarding the construct have not been made available. It was also reported that the lock nut was inserted upside down. No pt injury occurred. Surgeon reported there were no plans for construct revision.